Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to noise. Myopotential oversensing was suspected. Patient was asymptomatic. Programming changes were recommended but not made. No further information available.